Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient states they received a new communicator and have been trying to connect this morning for about 30 minutes and are seeing 'device not responding'. Had patient reposition communicator, confirmed blue side of communicator was placed on skin, confirmed communicator was on and connected through bluetooth, had patient try placing communicator vertically and horizontally, had patient put some pressure on communicator against skin. Patient was unable to connect to ins. Patient mentioned they have gained some weight and was told by their hcp to be careful of how much they gained. Patient asked if that could contribute to telemetry issues. Patient said they can feel a part of the ins very easily. Patient said they had a difficult time connecting with their previous communicator but said they were always able to connect eventually. Patient said they first noticed that maybe a year or so ago, "it's been a long time". The issue was not resolved through troubleshooting. Patient also mentioned they are in need of an MRI ordered by their neurologist, so that is why they need to urgently connect to their ins. The patient was redirected to their healthcare provider to check their internal battery and for in-person troubleshooting.